Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. During the investigation, no alarms could be reproduced. Based on this finding, the event is classified as non-reportable. Making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had occurred multiple gas loss alarms. There was no harm or injury reported to patient.